Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) year old who presented with a unruptured aneurysm in the ophthalmic region of the internal carotid artery. The aneurysm was coiled on (B)(6) 2013, the pt underwent a successful implant of the implantable cardioverter defibrillator. The pt has a history of ischemic cardiomyopathy with an ef of 25%. This event was reported as a sae which resulted in medical or surgical intervention to prevent further permanent impairment to body structure or body function.